Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient had a left hip revision surgery. This patient's primary was done on the same day but it dislocated post-op so the patient went back in the or a few hours later. The revised implant was the femoral head which was a the 36+10 from the 36 2.5.

Event description:
It was reported that the patient had a left hip revision surgery. This patient's primary was done on the same day but it dislocated post-op so the patient went back in the or a few hours later. The revised implant was the femoral head which was a the 36+10 from the 36 2.5.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral head. A supplemental report will be submitted upon completion of the investigation.